Manufacturer narrative:
Correction/clarification: it was initially reported that there was ¿no access cath for refill¿. Update: the initial reporter and contact information has been replaced (previously indicated as having been medtronic neuromodulation) analysis of the pump on (B)(6) 2017 revealed a lab failure regarding high battery resistance. As per the pump¿s log, morphine with concentration 10 mg/ml was being administered via a minimum dose rate of 0.062 mg/day as of (B)(6) 2017. Analysis of the catheter on (B)(6) 2017 revealed a non-significant indent in the seal of the sutureless catheter connector that did not affect infusion.: the previously applied results code 3233 and conclusion code 92 is no longer applicable regarding the pump and catheter. The conclusion code 12 is regarding the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The results code 180 and conclusion code 12 is regarding the pump. The results code 213 conclusion code 71 is applicable to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was clarified that a physician had initially reported the event to the company representative on the same day as the case ((B)(6) 2017). Regarding the inability to access the port and refill it was also indicated that they couldn¿t find aspirate. Regarding the pump, normal elective replacement indicator was noted. The dosage of morphine that the patient was receiving was unknown. The cause of the inability to access the port was indicated as not having been determined, but it was noted that the company representative believed it to be user error.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving 19 mg/ml morphine at an unknown dose via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported that during a refill, the nurse tried 16 times to access the port and refill and was unable to. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions/interventions included the catheter was replaced and the pump was replaced due to elective replacement indicator (eri). The issue was resolved and the patient status was alive with no injury. The patient¿s weight was (B)(6) lbs. The patient¿s medical history was asked, but unknown. The event date was asked, but unknown. Additional information was received from the rep on (B)(6) 2017. The pump and catheter were returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company presentative on 2017-aug-25. It was reported that the reason for the catheter replacement was because the catheter was unable to clear. It was stated that it was unknown if there a device issue, patient/therapy issue, procedure issue, etc. Related to the catheter.